Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during removal of the infusion set, the small plastic cannula detached from the set and remained in the patient's skin. The home care patient was concerned about the location of the cannula and was unsure as to whether the cannula remained in their skin or migrated outside. According to the reporter, the patient's blood glucose levels were unaffected. No permanent damage to patient reported.